Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs meter serial number (B)(4). A sample collected from the patient's ear was tested using the meter, resulting with a value of 7.8 inr. A second sample collected from the patient's same ear was then tested using the meter, resulting with a value of 5.7 inr. A third sample collected from the patient's same ear was then tested using the meter , resulting with a value of 4.9 inr. A fourth sample collected from the patient's other ear was then tested using the meter, resulting with a value of 6.8 inr. All measurements were performed within a 7 hour time frame. No adverse events were alleged to have occurred with the patient. The patient's therapeutic target is 3.0 inr. The customer's product was requested for investigation. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Retention test strips were tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No information was provided that would point to a cause for the result discrepancy.